Manufacturer narrative:
(B)(4). No audio/vibrate anomaly/absence of alarm anomaly confirmed during testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was froze. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer stated the insulin pump had battery failed alarm, did not receive low battery alarm, no alarm on insulin pump when it froze, button froze. The insulin pump will be returned for analysis.